Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 patient information updated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their lower right front tooth is now pressing against their upper tooth and has chipped away some of the upper tooth. At check in patient marked true to broken, discomfort and chipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
The patient indicated during a follow-up that their aligners were "tight."